Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, reported inaccurate control high. The quality control tests failed specification because the results fell above the specified range on the test strip vial. The patient did not specify results obtained. This complaint is being reported because it is unknown if the results would/would not meet lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.